Event description:
Reportedly, during pacemaker implantation, the ventricular lead was initially positioned in the mid-septal region, the lead showed acceptable parameters (10 mv sensing, 1100 o impedance, 1.6 v threshold). After atrial lead placement, the physician repositioned the ventricular lead with multiple attempts and always no capture at 4v and impedance 2000o. The physician decided to remove the lead. The explanted lead showed a damaged screw.

Manufacturer narrative:
Analysis synthesis: analysis of the returned lead indicated that electrical testing detected an abnormally low insulation impedance value on the proximal section of the lead. The dismounting of the connector revealed the presence of a cut on the inner polyurethane (pu) tube located at 3.6 cm from the connector pin. Correctives actions were implanted to reduce the occurrence of similar events. It should be noted that the subject vega r58 lead (s/n (B)(6)) was manufactured prior to the implementation of these measures. The investigation is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during pacemaker implantation, the ventricular lead was initially positioned in the mid-septal region, the lead showed acceptable parameters (10 mv sensing, 1100 o impedance, 1.6 v threshold). After atrial lead placement, the physician repositioned the ventricular lead with multiple attempts and always no capture at 4v and impedance 2000o. The physician decided to remove the lead. The explanted lead showed a damaged screw.